Event description:
When advanced into left ostia, deployment device introduced into tube. As guide wheeled back inner coil was still attached to deployment device. Inner coil mostly removed with the device but a portion of inner coil remained free-floating in uterine cavity. Hysteroscopic graspers used to retrieve this segment.